Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the complete lead was returned. No setscrew marks were noted on the lead's terminals. The clear medical adhesive was torn/separated from the eptfe (expanded-polytetrafluoroethylene) at the proximal end of the proximal spring electrode. The presence of blood/body fluid was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead also passed the stylet insertion and the helix mechanism tests.

Event description:
Boston scientific crm received information that the subject of a scheduled device implant passed away during the implant procedure. A boston scientific field representative reported that after access was gained to implant the associated leads, the patient's intrinsic heart rate began to slow. External pacing was begun, and this right ventricular lead was implanted and fixated without issue. Evaluation through a pacing system analyzer (psa) confirmed capture, and the patient subsequently was paced at maximum outputs through the psa. A full code subsequently was called when the patient exhibited pulseless electrical activity. The patient was observed to have been experiencing atrial fibrillation and atrial flutter with a ventricular rate in the range of 90 beats per minute prior to the decline and loss of the intrinsic rhythm. The patient was reported to have diagnoses of severe coronary artery disease and severe ischemic cardiomyopathy. The cause of death was subsequently reported by the patient's implanting physician as heart pump failure. There were no allegations against this lead, which was subsequently explanted and returned for analysis.